Event description:
It is reported that the patient was revised due to pain. There was a small amount of corrosion on the trunnion.

Manufacturer narrative:
This report will be amended when our investigation is complete.